Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.0 mm x 40 mm x 135 cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.